Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to retainer ring damage. Unit passed self test. Unit successfully downloaded using thump software. On adapt, no relevant alarms noted. Test p-cap unable to lock in place properly due to retainer ring damage. The following damages were noted: partially broken retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked case (battery tube), cracked case, and scratched case. In summary, customer concern for retainer ring damage confirmed per visual inspection. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported retainer ring damage, reservoir unable to lock into place, pump was damaged. The customer reported blood glucose value of 380 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: patient opted to skip high blood glucose troubleshooting. High blood glucose incident was a past event issue was believed to be related to reservoir not locking in place. The document treatment for high blood glucose: pump other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: 1. The event involved product(s) mmt-332a, mmt-1880, mmt-7040a, unomedical. The customer was using the auto mode/smart guard feature at the time of the event and customer was customer using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the device. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical.